Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, when measuring pacing thresholds, there was high and undefined unipolar impedance and no capture on the left ventricular lead. The measurements were repeated using alligator clip cables to the atrial channel with the same results. The physician decided not to implant the lead and a new one was implanted with good measurements. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.